Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac), a patient had presented with late bleeding on (B)(6) 2020 after undergoing a transurethral resection of the prostate (turp) procedure on the (B)(6) 2021.